Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 photo and 1 video were provided for investigation. The photo and video were reviewed and the indicated failure mode for blood pooling in the stopper was observed. Additionally, 5 retention samples from bd inventory were evaluated by functional testing and the issue of blood pooling in the stopper was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode blood pooling in the stopper. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes, an unspecified number of tubes have blood pooling in the stopper well. There was no health impact or consequences reported.

Event description:
It was reported while using bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes, an unspecified number of tubes have blood pooling in the stopper well. There was no health impact or consequences reported.

Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.